Manufacturer narrative:
The user experienced severe hyperglycemia requiring hospitalization while on ilet therapy. Hyperglycemia at this level requiring inpatient care is clinically significant and consistent with the reported treatment with insulin. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. Based on available information, no device malfunction was identified and the cause remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 27-mar-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 501 mg/dl, resulting in hospitalization. The user was admitted on (B)(6) 2026, treated with insulin, and discharged on (B)(6) 2026. The user recovered and resumed ilet therapy.